Event description:
It was reported when using the bd pyxis es anesthesia system drawer 1.9 was constantly failed and prevented access to the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 1.9 was jammed. The field service engineer released jam and replaced backup battery to resolve. The system functioned as intended after the field service engineer repaired the device.